Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the information provided and the evaluation of the sample returned a failure to advance the stent delivery system over a guide wire was confirmed. Upon receipt of the sample the stent was found completely deployed. Reportedly the stent started to deploy outside the patient¿s body. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. Increased friction between guide wire and the catheter of the delivery system may have caused or contributed to the premature deployment. Insufficient flushing or use of inappropriate accessories may be a contributing factor for the reported difficulties. In this case a device compatible hydrophilic guide wire was used and it was reported that saline was dripping out just behind the stent during flushing of the system. However, a hydrophilic guide wire may become stuck if not kept wet during use. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported failure could not be determined. The IFU states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." The IFU states in section 'precautions': "during system flushing, observe that saline exits at the catheter tip. Note: an insignificant amount may also exit at the junction between the stent delivery sheath and the system stability sheath." The IFU states in section '5. Prepare stent system': do not rotate the grip while extracting the stent system from the tray. (...) Verify that the safety lock slider is still in the locked position. (...) Examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. (...) Visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed. (...) Flush the inner lumen of the stent system with heparinized normal saline prior to use. Regarding the stent deployment procedure the IFU states: "predilation of the lesion should be performed using standard techniques." (...) "Advance the stent system over the 0.035¿ guidewire through the sheath introduce."

Event description:
It was reported that during treatment of a stenosis beginning in the right sfa and extending to the popliteal artery. Difficulties occurred during advancing the delivery system to the target lesion. Reportedly, a part of the delivery system broke; saline was dripping out just behind the stent during flushing. Before two different stents (6x170 mm and 6x150 mm) were used in an overlapped condition to cover the target lesion and complete the procedure, the affected stent (6x200 mm) started to deploy outside patients body. There was no reported patient injury.